Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This condition of a use error, breach in aseptic technique, was confirmed, as it was reported that there was a breach in aseptic technique. However, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse, in the USA, of a home patient (hp) that experienced a breach in aseptic technique. This breach occurred when a cat bit through the hp's supply line, which caused the patient to acquire peritonitis on (B)(6) 2012, coincident with dianeal therapy. A hp contacted global technical service (gts), on (B)(6) 2012, regarding an unrelated issue and the following was reported. The hp was on an (unknown) antibiotic for a current (unknown) infection from the cat biting the line. Follow-up information received from gpv on (B)(6) 2012, which confirmed that the hp's infection was peritonitis. On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The hp was not hospitalized for the peritonitis. Treatment was not reported. Per the rn, the peritonitis was not related to baxter solutions, devices nor disposable products. Specifically, there was a breach in aseptic technique and the hp was retrained. The patient is reportedly recovering from the peritonitis.